Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center an issue related to the oxygen blending module board, speakers, flow sensor assembly, interface board and universal porting block was observed. These components were replaced to address the issues.